Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. It was noted during device preparation and prior to introducing the occluder into the unknown abbott delivery system, a protruding thread on the occluder seen around the disk area. The protruding thread was not considered acceptable due to the the possibility for embolizing if implanted. The decision was made to cut out the protruding thread and implant the 18mm amplatzer pfo occluder. There were no adverse patient consequences reported. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was stable at the time of report.

Manufacturer narrative:
An event of exposed polyester threads coming out of the distal disc of an amplatzer foramen ovale occluder (pfo) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.